Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The device was visibly in good physical condition. The event history log was reviewed and a primary audible alarm background test was found. Occlusion test was performed, however the reported event could not be duplicated. Root cause cannot be determined since the complaint was not confirmed due to the fact the sample was tested and successfully passed. Speaker was replaced as preventive measures. A CAPA was opened to address the issue.. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that a primary audible alarm occurred. No patient injury was reported.